Event description:
Customer reported receiving a bed-time reading of 467 mg/dl for which customer adjusted customer's insulin dosage to 15. Units. Customer experienced hypoglycemia and was found in bed the next morning by customer's family member in an incoherent state. Customer's family member provided orange juice to raise blood glucose levels. Customer typically tests two times a day, morning and evening and doses according to those readings. Customer tests on the fingers.